Event description:
It was reported that this right atrial (ra) lead was surgically abandoned with reason unknown. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to lead was damaged by a surgeon during an open heart surgery. A new lead was implanted. No additional adverse patient effects were reported.